Event description:
--

Manufacturer narrative:
Boston scientific continues to pursue new details on resolution at this time.

Manufacturer narrative:
Subsequently, new information states the lead was explanted using a laser extraction method; however, would not be returned for a post market assessment. The explant method/technique, was reported as working "perfectly" and another boston scientific lead implanted. Approximately one hour post implant, the patient expired due to electromechanical dissociation. A seperate report was filed on the associated right atrial lead; see report number 2124215-2011-14166 for additional details.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting electrogram noise after shocks. Additionally, it was stated on the investigation documentation, the lead may have been fractured. The field representative stated intervention would ensue in conjunction with the upcoming device explant for normal battery depletion. No specific adverse patient effects were reported.